Manufacturer narrative:
Follow-up #1 date of submission 09/14/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/24/2015 with the following findings: the pump was returned with a cracked battery compartment. Evidence of corrosion and rust was visible in the battery compartment. The pump failed a leak test due to the cracked battery compartment. No further moisture damage was found in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was damaged and there was moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.